Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: (fallopian tubes)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removed by salpingectomy (bilateral) on 2(B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: patient received treatment for- pain and perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event injury nos replaced with event perforation: (fallopian tubes), pelvic pain , abdominal pain and plaintiff did not undergo confirmation test. Patient demographic details, reporter information and product information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: (fallopian tubes)') and device breakage ('essure coil was removed in two pieces.') In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included peritoneal adhesions. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removed by salpingectomy (bilateral) on (b(6). Essure was removed on (B)(6) t the time of the report, the fallopian tube perforation, device breakage, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: patient received treatment for- pain and perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: medical record received. Event added: essure coil was removed in two pieces. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: (fallopian tubes)') and device breakage ('essure coil was removed in two pieces.') In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included peritoneal adhesions. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removed by salpingectomy (bilateral) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: patient received treatment for- pain and perforation quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.